Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found. Test strips were not returned for evaluation - customer returned the incorrect test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in a follow-up call on 03-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. No further medical intervention was reported.

Event description:
Consumer reported complaint for low blood glucose test results (via e-mail and telephone). The customer is concerned with test results from meter to meter comparison of 495 mg/dl using true metrix meter compared to result of 599 mg/dl using another device (fasting/non-fasting status was not disclosed). The customer¿s expected fasting blood glucose test result range is 84-180 mg/dl. The customer feels well and did not report any symptoms. Customer stated that when she had obtained the blood glucose test result of 495 mg/dl she had been experiencing symptoms of shaking and vomiting and had called the paramedics. When the paramedics had arrived they had tested the customer's blood glucose using their meter and had obtained the result of 599 mg/dl. The customer was transported to the hospital where she was diagnosed with hyperglycemia, a uti and had received IV treatment. There was a change to the customer's medical treatment plan - customer stated that there was a change to her insulin. Customer is currently still in the hospital. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in a hallway closet. The test strip lot manufacturer¿s expiration date is 03/31/2023 and test strips were opened three months ago. The meter memory was reviewed for previous test result history: result 1: 499 mg/dl date:(B)(6) 2022 time: 1134 am fasting. Result 2: 398 mg/dl date: (B)(6) 2022 time: 820 am fasting. Result 3: 408 mg/dl date: (B)(6) 2022 time: 820 pm fasting. Result 4: 340 mg/dl date: (B)(6) 2022 time: 453 pm fasting am. Result 5: 269 mg/dl date: (B)(6) 2022 time: 12.26 pm fasting.